Event description:
As reported by the director of repiratory therapy, the ventilator was in use on a pt in the intensive care unit. Nurse was alerted to a pt problem by the cardiac monitor (bradycardia). When she entered the rm, the ventilator was non-operational. There was no display on the monitor or console and there were no alarms sounding. The pt was removed from the device and placed on another ventilator. There was no pt harm or change in therapy. The facility's biomed dept found that the power switch on the device was very sensitive and very lightly tapping the switch would result in a power loss condition with no alarms.